Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that the patient called the rep saying their pump was critically alarming and had been for 2 days. The rep heard the two toned alarm over the phone. The patient was able to give themselves a bolus and no error code/message popped up. Technical services stated pump would need to be interrogated and logs checked to see why the pump was alarming but rep disconnected they could confirm if anything came up under the alarm bell on patient's personal therapy manager (ptm). Additional information received from the company representative (rep) and confirmed with the account reported that the cause of the pump alarm was not determined. The company representative (rep) read the logs and it did not show that the pump was alarming. Additionally, the date time were incorrect on her personal therapy manager (ptm) and the company rep corrected that and she said it had not alarmed since then. No actions/interventions were performed other than updating the date and time on the patient's ptm. This resolved the issue at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative (rep) and confirmed with the account reported the cause of the alarm not being in event logs was not determined. The patient did not have any side effects and had continued to get good pain relief from her pump. The alarm had stopped after the patient and company rep met that day. The cause of the date being incorrect on the patient's personal therapy manager (ptm) was not determined but it was correct when the patient left the clinic last week.